Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and cracked display window corners. No audio anomaly was noted during testing.

Event description:
Customer reported that the insulin pump is alarming button error. Customer stated she removed the battery two times and pressed the act and then esc buttons and is unable to clear the alarm. Blood glucose value is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.